Event description:
Reporter indicated a vns study patient was hospitalized for a suicide attempt. The reporter has stated the suicide attempt is unrelated to vns implantation surgery and unlikely related to vns stimulation. Per the reporter, the patient is currently doing well in the community and is receiving and sensing her regular vns stimulation.